Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "incident occurred on thursday (B)(6) 2026, an anaesthetist in the operating theatre. During the insertion the needle bent without excessive force being applied. It happened with 2 different needles so a third kit was opened (with success)." Associated complaints 3006425876-2026-00376, 3006425 876-2026-00375 .